Event description:
The distal tip of the balloon was protruded, which caused an ulcer at posterior stomach wall and hematemesis. The device was placed in the anterior wall of the gastric body.

Manufacturer narrative:
This complaint is inconclusive. The complaint incident could not be replicated in the laboratory setting. The complaint sample functioned normally during functional testing. No leaks were observed during inflation/deflation of the internal balloon. Gross visual microscopic examinations and functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.